Event description:
It was reported that (6) devices were used during a lung biopsy thorascopic procedure. It was reported by the affiliate that the tsb35 instrument (a) out of original package was fired once without problems. Upon second firing, instrument seemed out of balance. Anvil was pushed back and several (4) reloads where used, but the firings were not easy. A new instrument (b) gave the problems. The anvil seemed loose. During the whole case there was very much bleeding and eventually they converted to an open procedure for hemostasis. According to surgeon, there was not too much tissue in the instruments and no extra force was needed to close the instruments. The operating room time was extended 1 hour and the pt had extended hosp stay for 3 weeks.